Event description:
Ventilator failed to cycle pt removed and ambued. Vent turned off and back on with an e-34 or e-43 error code displayed. Vent appeared to be working but was changed out for another vent. No harm to pt.